Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring between 400-500 mg/dl during the night with high urinary ketones. The reporter also stated that the patient¿s blood glucose measurement on the meter has measured as ¿high¿ on the display indicating blood glucose level =600 mg/dl. The reporter did not provide any information regarding treatment the patient may have received associated with the reported hyperglycemic event(s). The reporter alleged the pump was experiencing an issue with losing prime beginning (B)(6) 2018 ¿causing the patient¿s blood glucose to go super high¿. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a loss of prime issue.